Manufacturer narrative:
This investigation was conducted for an unknown lot number of neck/shoulder/wrist (nsw) 12hr product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse even/negligible minor. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Summary of investigation: this investigation was conducted for an unknown lot number of neck/shoulder/wrist (nsw) 12hr product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] spotted exanthema [rash] , flat, blotchy redness [rash macular] , hyperkeratosis [hyperkeratosis] , skin atrophy (paper pleat) [skin atrophy] , . Case narrative:this is a spontaneous report from a contactable consumer received from swissmedic, the swiss regulatory authority. Regulatory authority report number [vk_20191202_18], other sender's number [ch-sm-2019-17147]. A 60-years-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), from an unspecified date for neck tension, ibuprofen (unspecified manufacturer), via an unspecified route of administration from (B)(6)2019 to (B)(6)2019 as needed (if necessary), for an unspecified indication, and chlorzoxazone, codeine, paracetamol (dolofon), via an unspecified route of administration from (B)(6)2019 to 0(B)(6)2019 at dosage 3 x 1-2 tablets if necessary for an unspecified indication. Medical history included ongoing classical migraine, breast cancer female nos from (B)(6) to (B)(6) , and obsessional neurosis from 1983. Concomitant medication included escitalopram 20 mg daily since 2017. The patient experienced spotted exanthema on (B)(6)2019 with outcome of recovering. Local findings based on photos include flat, blotchy redness on (B)(6) with outcome of unknown, hyperkeratosis on (B)(6) with outcome of unknown, and skin atrophy (paper pleat) on (B)(6) with outcome of unknown. It was reported that the patient used thermacare heatwrap locally for several years due to neck tension, sometimes quite successfully. After the last application on (B)(6)2019 (for approx. 12 hours) there was a spotty exanthem that did not heal even after more than 2 weeks. Question about allergic reaction. It is now the second time that comes to this reaction. It first happened in (B)(6)2019. The action taken in response to the event(s) for thermacare heatwrap was unknown, for ibuprofen was unknown, for chlorzoxazone, codeine, paracetamol was unknown. Therapeutic measures were taken as a result of spotted exanthema and include nourishing cream (widmer). A causal relationship between ibuprofen/ thermacare/ dolofon and spotted exanthema was assessed as being unlikely. This case was reported as serious. As of (B)(6)2019, product quality complaints provided the following investigation information: this investigation was conducted for an unknown lot number of neck/shoulder/wrist (nsw) 12hr product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse even/negligible minor. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. As of (B)(6)2019, product quality complaints provided the following investigation information: summary of investigation: this investigation was conducted for an unknown lot number of neck/shoulder/wrist (nsw) 12hr product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (18dec2019): new information received from product quality complaint group includes: updated suspect device and investigation results. Follow-up attempts are completed. No further information is expected. Follow-up (20dec2019): new information received from product quality complaint group includes: investigation results. Follow-up attempts are completed. No further information is expected.

Event description:
Spotted exanthema [rash], flat, blotchy redness [rash macular], hyperkeratosis [hyperkeratosis], skin atrophy (paper pleat) [skin atrophy]. Case narrative: this is a spontaneous report from a contactable consumer or other non healthcare professional received from (B)(6), the swiss regulatory authority. Regulatory authority report number [(B)(4)], other sender's number [(B)(4)]. A (B)(6)-years-old female patient started to receive thermacare heatwrap (thermacare heatwrap), from an unspecified date for neck tension, ibuprofen (unspecified manufacturer), via an unspecified route of administration from (B)(6) 2019 as needed (if necessary), for an unspecified indication, and chlorzoxazone, codeine, paracetamol (dolofon), via an unspecified route of administration from (B)(6) 2019 at dosage 3 x 1-2 tablets if necessary for an unspecified indication. Medical history included ongoing classical migraine, breast cancer female nos from 2009 to 2009, obsessional neurosis from 1983. Concomitant medication included escitalopram 20 mg daily since 2017. The patient experienced spotted exanthema on (B)(6) 2019 with outcome of recovering. Local findings based on photos include flat, blotchy redness on 2019 with outcome of unknown, hyperkeratosis on 2019 with outcome of unknown, and skin atrophy (paper pleat) on 2019 with outcome of unknown. It was reported that the patient used thermacare heatwrap locally for several years due to neck tension, sometimes quite successfully. After the last application on (B)(6) 2019 (for approx. 12 hours) there was a spotty exanthem that did not heal even after more than 2 weeks. Question about allergic reaction. It is now the second time that comes to this reaction. It first happened in (B)(6) 2019. The action taken in response to the event(s) for thermacare heatwrap was unknown, for ibuprofen was unknown, for chlorzoxazone, codeine, paracetamol was unknown. Therapeutic measures were taken as a result of spotted exanthema and include nourishing cream (widmer). A causal relationship between ibuprofen/ thermacare/ dolofon and spotted exanthema was assessed as being unlikely. This case was reported as serious. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events spotted exanthema, rash macular, hyperkeratosis and skin atrophy as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events spotted exanthema, rash macular, hyperkeratosis and skin atrophy as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
This investigation was conducted for an unknown lot number of neck/shoulder/wrist (nsw) 12hr product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse even/negligible minor. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] spotted exanthema [rash] , flat, blotchy redness [rash macular] , hyperkeratosis [hyperkeratosis] , skin atrophy (paper pleat) [skin atrophy] , . Case narrative:this is a spontaneous report from a contactable consumer or other non healthcare professional received from swiss medic, the swiss regulatory authority. Regulatory authority report number [(B)(4)], other sender's number [(B)(6) ]. A 60-years-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), from an unspecified date for neck tension, ibuprofen (unspecified manufacturer), via an unspecified route of administration from (B)(6) 2019 as needed (if necessary), for an unspecified indication, and chlorzoxazone, codeine, paracetamol (dolofon), via an unspecified route of administration from (B)(6) 2019 at dosage 3 x 1-2 tablets if necessary for an unspecified indication. Medical history included ongoing classical migraine, breast cancer female nos from 2009 to 2009, and obsessional neurosis from 1983. Concomitant medication included escitalopram 20 mg daily since 2017. The patient experienced spotted exanthema on (B)(6) 2019 with outcome of recovering. Local findings based on photos include flat, blotchy redness on 2019 with outcome of unknown, hyperkeratosis on 2019 with outcome of unknown, and skin atrophy (paper pleat) on 2019 with outcome of unknown. It was reported that the patient used thermacare heatwrap locally for several years due to neck tension, sometimes quite successfully. After the last application on (B)(6) 2019 (for approx. 12 hours) there was a spotty exanthem that did not heal even after more than 2 weeks. Question about allergic reaction. It is now the second time that comes to this reaction. It first happened in (B)(6) 2019. The action taken in response to the event(s) for thermacare heatwrap was unknown, for ibuprofen was unknown, for chlorzoxazone, codeine, paracetamol was unknown. Therapeutic measures were taken as a result of spotted exanthema and include nourishing cream (widmer). A causal relationship between ibuprofen/ thermacare/ dolofon and spotted exanthema was assessed as being unlikely. This case was reported as serious. Product quality complaints provided the following investigation information: this investigation was conducted for an unknown lot number of neck/shoulder/wrist (nsw) 12hr product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse even/negligible minor. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged follow-up (18dec2019): new information received from product quality complaint group includes: updated suspect device and investigation results. Follow-up attempts are completed. No further information is expected.